Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, the device did not staple but cut. No further information is available. The case was completed with a same like device. There were no adverse consequences to the patient.